Event description:
The healthcare facility reported that the surgeon was in the process of removing the head of a femur during a total hip replacement when the gigli saw blade broke. They removed the broken saw and noted there were many fragments of metal filing in the wound, consistent with the gigli saw. These were removed and the wound washed with copius amounts of saline solution. The distributor in foreign country filed the tga report which indicates that the healthcare facility advised that they were confident that all fragments were removed and the pt did not incur further treatment or injury. The postoperative x-ray report does not comment on any foreign bodies, and there were no comments in the pt's chart regarding the saw incident. The broken gigli saw was discarded by the hospital and was, therefore, not available for investigation.